Event description:
Device tipped during transfer process while pt was suspended in the lift. Agency employee caught the lift before the lift fell on pt. The bolt which connects the crossbar to the certain swung, chipping pt's left upper lateral incisor.